Event description:
While performing mastectomy, surgeon used lighted retractor with storz light cord that was attached to light source. A few minutes later, burning smell came from light source and light cord. Tip of light cord where it was plugged in to light source looked burned.